Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage to the charged coupled device (ccd). Additional findings were as follows: control unit was sticky due to water leakage; suction connector was sticky due to water leakage; scope connector cover unit was sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; connecting tube had a dent; universal cord had a dent; and universal cord had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device. E1: (B)(6).

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. There was no patient harm associated with the event.